Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the modular cable would not connect to pump cable of the heartmate 3. It was noted that the screw would not turn when the pump cable was being connected. Attempts to connect the modular cable to the pump cable of the heartmate 3 occurred several times without success. Related manufacturer reference number: (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty engaging the modular cable was able to be confirmed. The modular cable (lot number: 9016698) was returned to product performance engineering for analysis. Visual inspection of the cable connectors did not confirm any obstructions or defects that would have contributed to difficulty connecting. However, during investigation, there was significant resistance when inserting multiple test pump cables into the modular cable inline connector. There were no issues observed when connecting the modular cable to a test hm3 system controller. The modular cable was functionally tested and passed the modular cable was able to operate a pump with no alarms active. The modular cable was forwarded to manufacturing for further analysis. Difficulty connecting the mod cable inline connector was again confirmed, however, it was noted that cable was able to mate with the pump cable assembly by providing axial pressure during insertion. The modular cable underwent a 3-dimensional computed tomography analysis. The cable was scanned unmated and mated with a pump cable assembly. The mated scan revealed interference/line fit between the half-moons of the inline connector on the modular cable and the pump cable assembly. The modular cable was then provided to r&d for in-line connector insertion force testing. The device input requirements (dir) specifies the insertion force limit for the modular cable to be 12.7 lbs. The modular cable underwent six insertion cycles, and the insertion force measured a maximum of 6.8 lbs., which is within the spec defined in the dir. The interference between the half-moons of the inline connector on the modular cable and the pump cable assembly may have contributed to the difficulty with making the connection between the modular cable and pump cable; however, the modular cable insertion forces measured within specification and a root cause for the increased resistance between the parts was unable to be conclusively determined. The device history records for the modular cable were reviewed and was found to pass and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.